Event description:
(B)(4). Loss of smell followed by severe arthritic type pain in upper body that traveled to different joints then totally disappeared until next attack. Fatigue, depression.

Event description:
#Medwatcher #followup 2 #FDA mw5042012 #(B)(4). Anemia, tire easily. (B)(4) insurance used for insertion.

Event description:
(B)(4). Also had irregular bleeding, and clotting.